Event description:
It was reported that during the implant procedure, the doctor did not like how the right atrial (ra) lead was performing and that the lead had poor sensing. The lead was not used and another of the same model lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).